Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). Patient isometrics and pocket manipulations were performed, which reproduced impedance measurements of greater than 3000 ohms. Additionally, a signal artifact monitoring (sam) episode was observed prior to the lss due to rv noise and oversensing, which appeared to be due to minute ventilation (mv) signal oversensing. The device was reprogrammed to a unipolar pace and bipolar sense configuration and the patient would be monitored. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). Patient isometrics and pocket manipulations were performed, which reproduced impedance measurements of greater than 3000 ohms. Additionally, a signal artifact monitoring (sam) episode was observed prior to the lss due to rv noise and oversensing, which appeared to be due to minute ventilation (mv) signal oversensing. The device was reprogrammed to a unipolar pace and bipolar sense configuration and the patient would be monitored. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.